Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was tested on the system and errors 2-07 and m-02-3/m-02 were present on startup. Additional m-02, c-00, m-0b, c-84 errors were in the logs. The probable cause of reported erbe errors is attributed to a faulty electrical component inside the generator.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the clinical sales representative clarified that the ports were placed on the patient.